Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One device received in good physical condition. The device was started in application, no problems found with beeping. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, double beep for no cassette was noted. No patient was involved in this event. No adverse effects were reported.